Manufacturer narrative:
Assigned UDI: (B)(4).

Event description:
It was reported to a livanova therapeutic consultant by the physician on (B)(6) 2016 that her tablet screen flashed in and out and flickered independent of influence or interaction. The tablet was described as still usable per the physician. The flashing and flickering spontaneously occurred and the tablet has no visible damage. The device was rebooted, but the issues continued to persist. No damage occurred to the tablet prior to the issues. No patients were affected due to this issue. The device was returned to the manufacturer on 09/14/2016 and product analysis was performed on the device. During product analysis, it was identified that the display cable was defective, causing the screen image to flicker and disappear intermittently. Once the cable was replaced with a known good cable, no further anomalies associated with the tablet were identified during the analysis. The tablet was deemed unable to be used for its intended purpose.